Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were only getting stimulation down their leg instead of their back and the issue began about 6 to 8 months ago. Patient stated they had their doctor put wires in for a pain pump. After that the therapy stopped working. Patient didn't know if they disconnected or whatever when they put the pain pump wires in but patient had been having problems ever since. Patient turned on group a, b, and c and turned them up but patient still didn't get stimulation in their back area. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.